Manufacturer narrative:
D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. (B)(6). The following functional tests were performed: the device was evaluated by the hospital engineer and stated the device wiring was faulty. After confirming the fault, the hospital engineer fixed the loose wiring. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be faulty wiring. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the sure signs vm 6 patient monitor indicating that the internal alarm of the equipment was faulty did not alarm. It is unknown if the device was in clinical use at the time of event, there was no adverse event reported.